Event description:
A home pt contacted baxter's technical service center for assistance during fill 1 of their automated peritoneal dialysis therapy. Reportedly, the home pt's cat had bitten a hole through the pt line of homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. The home pt setup with new supplies to complete therapy. Per the home pt, they administered prophylactic antibiotics that the dialysis clinic had provided for them to keep at home. The home pt did not know what antibiotics were used, nor the dosage. Nothing unusual was noted with the homechoice set during setup. No damage was noted to the carton or overpouches in which the homechoice set was delivered, nor did the home pt use any sharp utensils to assist in the opening of the overpouch or carton. The incident occurred upon initial use of the homechoice set. No pt injury was associated with this incident, per the home pt.